Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked during bolus. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that the issue was resolved by changing the infusion set. No significant events leading to the alarm were observed. Troubleshooting was not completed at the time of the call. Product is being replaced at the customer's request.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. No cosmetic damage was noted.